Event description:
A us distributor contacted zoll to report that a patient¿s pre-existing incision was irritated under the lifevest equipment. Patient described the area as an open wound and was leaking a green pus. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a cream for the wound. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.